Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. One decontaminated sample was received at the cardinal health site. A visual and functional inspection according to product specification was conducted. It was observed that the union part between the valve and the balloon tube is broken. The affected component is produced by an external supplier; our assembly process only consists of a pick and place operation for this material. The root cause and action plan were initiated to the supplier as a corrective action report (scar). A formal corrective/preventative action report (CAPA) has been opened to further investigate this issue.

Event description:
Customer reports: the tube was initially placed (B)(6) 2023 and split in the patient. The device has been replaced with the same product on the same day.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.